Event description:
An optometrist reported that the pt came in for 1 day post op visit with a wrinkled flap, and blurry vision left eye. The pt had a flap lift and irrigation at 2 day post op. At three weeks post op from procedure the pt is doing well, ucva left eye is 20/20, and the lasik flap looked great, no wrinkles. No further info is expected for this case.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).